Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Baseline testing was completed on the device, and found no failing conditions. With no further information to indicate a product performance issue, we have concluded that this device experienced normal device operation, therefore no problem was detected. This particular device is included in the high impedance in ingenio el pacemakers advisory population.

Event description:
It was reported that this device was electively explanted and replaced due to an unknown reason. No additional adverse patient effects were reported. This device was received for analysis.